Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer called to report the insulin pump had a blank screen after it was dropped. Blood glucose reading was 132 mg/dl. Prior to dropping the insulin pump the buttons on the keypad were unresponsive. Customer also mentioned there had been scrolling without input on the insulin pump. Troubleshooting was performed. The display did not return. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube.